Manufacturer narrative:
Investigation eval: a product eval wa not performed in response to this report because the product said to be involved as not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual and functional test to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
The following info was provided by the cook area rep based on comments made by the user. The fs-omni did not split smoothly. The lumen (i.e. Wire guide lumen of the sphincterotome catheter) was jagged and rough when split. This caused the wire guide to be pulled out of the duct several times during the exchange. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.